Event description:
It was reported that the workstation on the 9800 system has dark images. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified a loose wire on the system interconnect cable. Repaired the wire. The system was tested and found to be working as intended and placed back into service.